Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the article a retrograde radial subintimal approach using a heavy tip wire for controlled subintimal dissection is a novel technique that may be considered when standard approaches and wires have failed.

Event description:
Received an article: satti, s. E. (2016). Subclavian steal: endovascular treatment of total occlusions of the subclavian artery using a retrograde transradial subintimal approach. Interventional neuroradiology, 340-348. Purpose: to present a unique retrograde technique using a heavy tip microwire to perform controlled subintimal dissection. Per the article adverse events included thromboembolic event.